Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to magnet exposure. Noise due to electromagnetic interference (emi) was also observed on the right ventricular (rv) lead. No action was taken, the patient was reported to feel well and the device and lead remain in use. The patient is a (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.